Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
(B)(6) 2021: resubmitting this MDR as part of an internal audit where an acknowledgement 1 was received, but a passing acknowledgement 3 could not be located. A distributor contacted zoll to report that a patient had a rash under the rear therapy electrodes (tes). The patient described the irritation as raised but not open and the size of the te pads. The patient consulted her physician who prescribed a medication. Follow-up indicated that the patient's medication was helping with healing the rash.